Manufacturer narrative:
Problem code 2907 captures the reportable event of inner shaft/sheath detached. Problem code 1528 captures the reportable event of delivery system difficult to remove. A wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found complete detachment of the inner shaft. The inner shaft, yellow jacket and clear outer sheath were also kinked at distal end. No other issue with the delivery system was noted. The reported failure of inner sheath detached was consistent with excessive force being applied in an attempt to remove the device. The excessive force applied would also have contributed to the kink noted to the inner shaft, yellow jacket and clear outer sheath. Taking all available information into consideration, the investigation concluded that the reported events and the observed failures may have been related to procedural factors such as the amount force used to remove the delivery system, handling of the device, the technique used by the user and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on september 30, 2019 that a wallflex biliary rx uncovered stent has been implanted to treat a 2-3 cm malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was no tighter than a normal stricture and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, during removal of the catheter, the delivery system broke inside the patient. Reportedly, the detached part of the delivery system was removed with forceps and the stent remains implanted. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the stent remains implanted but the delivery system wil be returned. However, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on september 30, 2019 that a wallflex biliary rx uncovered stent has been implanted to treat a 2-3 cm malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was no tighter than a normal stricture and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, during removal of the catheter, the delivery system broke inside the patient. Reportedly, the detached part of the delivery system was removed with forceps and the stent remains implanted. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.